Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 100-250 mg/dl. Multiple system check were performed verifying the occlusion alarms. After completing a supply change from the most recent system check, the customer successfully resumed insulin deliveries.